Event description:
Related manufacturer report number: 2017865-2022-42348. It was reported that a patient presented to clinic for follow up. Device interrogation revealed oversensing noise on the right ventricular (rv) lead. Programming changes were performed and rv lead revision was recommended. The patient returned to the clinic after receiving inappropriate shocks. It was noted that the noise on the rv lead continued and the implantable cardioverter defibrillator (ICD) did not appropriately withheld therapy due to undersensing resulting in inappropriate shocks. On (B)(6) 2022, the physician elected to explant and replace the rv lead. The patient condition was stable.